Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 (configuration option settings checksum is not 0) alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 alarm was identified during functional testing. The cause of the f-94 alarm condition was determined to be damaged main batteries. The device was removed from service. Additionally, a f-22 alarm was discovered and the cause was determined to be a damaged cpu board. Should additional relevant information become available, a supplemental report will be submitted.